Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Device was discarded and will not be returned for evaluation.

Event description:
Fracture of the screw 22, the rest of the screw is still in the implant. Implant is fractured at the shoulder.